Event description:
Customer reported that automatic quality control (aqc) was turned off on the instrument for 48 hours. Customer indicated that patient samples were run during that time frame. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Operator should not have run patient samples when automatic quality control (aqc) was off on the instrument. Operator is being instructed to turn on the automatic quality control from the set up menu. Instrument is performing as intended.